Event description:
The customer reports a falsely elevated architect stat troponin-I assay result generated on an apparently healthy individual. A result of 2.0 ng/ml was generated on an architect i2000sr analyzer. The customer uses a cut-off value of 0.033 ng/ml. Controls have remained within specifications. The patient in question has no symptoms of cardiac disease. There has been no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed using in-house retained reagents of lot 53491un12. One test panel with a range of results from (B)(6) was tested in a replicate of six and met all specifications. Acceptable assay performance was indicated. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The product evaluation identified no product malfunction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).